Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, while prepping for an in vitro fertilization procedure, an oily substance on the inner portion of the guardia¿ access embryo transfer catheter was observed. Issue was discovered prior to patient contact. The procedure was completed with another new device. This issue has not impacted the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation. Visual inspection of the returned product was conducted. A review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data has also been performed. One device returned to manufacturer for investigation. The returned packaging confirms lot number 8638085. A visual examination does confirm that a clear fluid was observed inside the transfer catheter tubing. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed one other complaint associated with complaint lot number 8638085. The other complaint was for a different issue and is unrelated to this complaint. Testing of earlier complaints with this same failure mode shows that the clear substance inside the transfer catheter is likely to be a manufacturing fluid used to assist in the tipping process. Mouse embryo assay (mea) testing has shown that the presence of this manufacturing fluid did not impede in the growth of the 1-cell mouse embryo development to the blastocyst stage. In the quantities, likely to be seen in the transfer catheter, this lubricant is considered safe. Based on the information available the cause of this issue is manufacturing related. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.